Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was 314mg/dl. It was stated that the symptoms leading to the customer admission was nausea, ketones, and headache. The customer was treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found no delivery and low reservoir alarms. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and noticed that it was bent. Advised the customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.